Event description:
It was reported that during coil introduction, the orbit coil hypotube ((B)(4)) somehow broke and separated suddenly into two pieces in the renegade microcatheter (boston scientific (B)(4)). The site of the damage was about 2cm from the distal end of the support coil. Both separated pieces were safely removed from the patient. It is unknown if the microcatheter was also removed or not. The procedure was continued using other products and was successfully completed without any further issues. No patient injury was reported. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The coil remains attached to the delivery system. The orbit is going to be returned for evaluation. The procedure was coil embolization for internal iliac artery prior to stent grafting with a vessel that was moderately calcified and mildly tortuous. The coil did not detach, and no resistance or friction occurred during insertion or advancement. No additional manipulation, torque, or force was used at any time. After the event, other than the reported event, device was not damaged (coil-unraveled, stretched, kink, bend, fracture, etc), and the coil is going to be returned for analysis. No additional information is available.

Manufacturer narrative:
It was reported that during coil introduction, the orbit coil hypotube (638cs1230/15543227) somehow broke and separated suddenly into two pieces in the renegade microcatheter (boston scientific (B)(4)). The site of the damage was about 2cm from the distal end of the support coil. Both separated pieces were safely removed from the patient. It is unknown if the microcatheter was also removed or not. The procedure was continued using other products and was successfully completed without any further issues. No patient injury was reported. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The coil remains attached to the delivery system. The orbit is going to be returned for evaluation. The procedure was coil embolization for internal iliac artery prior to stent grafting with a vessel that was moderately calcified and mildly tortuous. The coil did not detach, and no resistance or friction occurred during insertion or advancement. No additional manipulation, torque, or force was used at any time. After the event, other than the reported event, device was not damaged (coil-unraveled, stretched, kink, bend, fracture, etc), and the coil is going to be returned for analysis. No additional information is available. A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken in two and kinks can be observed on it. The introducer was found unzipped and residues of dry blood can be observed inside of it. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The gripper, embolic coil, introducer and hypotube were inspected under microscope and the following were found; the gripper and embolic coil were found without damage, the introducer was found with residues of dry blood inside of it and during microscopic analysis the edges of the broken section of the hypotube appear as it was kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported (delivery tube - separated) was confirmed. The damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Based on the available information and analysis, the event might be procedure related, however neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15543227 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt